Event description:
Spontaneous call from pt - she states that she noticed last night that cadd ms3 was cracked near the cartridge cap. The clear plastic piece has snapped off and was inside the cartridge chamber. Also noticed after changing her cartridge that there was some liquid inside the chamber which today is now a white powdery film and states that when she changed over to her "good" pump that her site started to get itchy and a little more painful. Had some issues and nausea. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? Yes. If yes, was any medical intervention provided? No. Is the actual device available to be returned for investigation? Yes. Did we replace the device? Yes. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion?yes. Is the infusion life-sustaining? Yes. But thought it was due to eating spicy food. Advised that pump may not have been infusing correctly due to the plastic piece in the chamber. What the outcome of the event? We are sending a replacement pump and broken pump will be returned to us. Reported to (B)(6) by pt/caregiver.